Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with palpitations and fatigue. The right ventricular (rv) lead exhibited high thresholds that had been increasing since implant. It was observed upon removal that there was blood inside the lead insulation. A new lead was attempted to be implanted on the his but had high thresholds and intermittent capture. The lead was removed and a new lead was successfully implanted in the right ventricle. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.